Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver restarted and erased all patient's data on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding firmware error and a receiver reboot in the log. A global receiver functional test was performed on the receiver and passed. The complaint of the receiver restarting was confirmed. The root cause could not be determined post investigation.